Manufacturer narrative:
Concomitant medical products: dtmb1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation the week following left ventricular (lv) lead implant. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.